Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the unstable horizontal lines image was attributed to a faulty printed circuit board. In addition, an illegible front panel label was discovered. The device was repaired, inspected, and passed olympus functional standards. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus a broken video connector and no image on the evis exera iii video system center when connecting to the 180 scopes. The reported problem was found during maintenance while preparing for use in an unknown procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of no image as stated by reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board/patient board set could not be identified. However, it¿s likely the cause is related to a defective operational amplifier. The subject device was manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. It was confirmed that the design of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.